Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient's mother reported the patient's pod was due to be changed and while attempting to change the pod, the personal diabetes manager (pdm) had a communication error; "search for pod" and "multiple pods found." All of the pods were placed inside of the freezer. The patient power cycled several times losing 4 pods. The patient's mother attempted to activate a new pod when she arrived home resulting in the pod beeping and the same error message alerting. During the evening of (B)(6) 2025 around 6:30 p.m-7:00 p.m, the patient's blood glucose levels rose above 400 mg/dl. Symptoms reported included nausea and dizziness. The patient was taken to the emergency room (ER) and was given an insulin infusion for treatment and a new pod was applied. The patient was released after 3 hours.